Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch the powerglide malfunctioned during 1st attempt. Pink wings would not advanced because needle came out of casing. Additional information 1/31. ¿event happened on (B)(6) 2023. I was able to place another powerglide during the same visit and the patient tolerated both well.¿ there are no photos and appears that there is no patient impact or harm.